Event description:
Jackson-pratt drain partially during removal by md. Distal end of incision opened by md and remaining part of drain retrieved. Drain had been inserted during surgery two days prior to removal.